Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps instrument had melted/thermal damage, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. A review of the submitted image was performed by the regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image of the fenestrated bipolar forceps instrument identifies thermal damage at the bipolar yaw pulley and at the base of the grips. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had melted or thermal damage. The allegation could be related to the potential for electrical discharge at a location other than intended. Additionally, customer's follow up noted that some material appeared to be missing from where the thermal damage was located, the portion of the device that enters the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the user identified damage on the fenestrated bipolar forceps (fbf) instrument "pulley cover". The initial report alleged melted or thermal damage. Troubleshooting was performed by replacing the fbf with a backup instrument and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the nurse who was present during the procedure, regarding the reported event: the instrument was inspected prior to use and no abnormality was identified. The instrument initially worked. At the start of the procedure, the damage was identified when the surgeon visualized through the endoscope video. Allegedly, some material appears to be missing from the instrument tip. The instrument was not in close proximity with another instrument. No incidence of unintended energy discharge observed. The generator was set to energy setting - soft coag, effect 3, 80w.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. The instrument was found to have localized melting near the grip base. The electrode was exposed. The instrument passed recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Further inspection found residue on the clamping pulleys. The information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of thermal damage is associated to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.